Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure the lens could not be used due to technical failure. Additional information has been received that during the insertion of lens the surgeon observed a break on lens. The lens was removed and replaced with new lens during initial procedure. The symptoms were resolved and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A photo was provided of what appears to be the lens in the eye. What appears to be a line/crack/mark can be seen near the center of the optic. The final determination cannot be determined based on available information. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. Based on our observation of the attached photos, the lens has a crack. The account indicated the product was not available to evaluate. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).